Event description:
PICC line was placed in the left antecubital space. Following medication administration, line would not flush with ns. Interventional radiology evaluated and found it broke under the skin, and removed it intact. No indication of extravasation of medication from PICC line. Since that time, pt reports a gradual change in status of tissue in upper arm and now contacted facility that it is black. Pt is scheduled for skin graph surgery in 2000 to left upper arm.